Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The ra lead remains in use. It was also noted that the device inappropriately withheld therapy due to the device feature that uses patterns and rate analysis to discriminate between supra ventricular tachycardia (svt) and ventricular tachycardia (vt) classifying a rhythm as svt. The device remains in use. No further patient complications have been reported as a result of this event.